Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the tip of the instrument fractured during the extraction of a patient's third right lower molar. The tooth was not completely loose when the instrument was used. The fractured tip fell into the socket and was removed via suction. There was no patient injury and a delay of approximately two minutes due to suctioning and switching instruments. The procedure was completed successfully using another elevator. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The elevator was visually evaluated and the tip was found to have been broken off. There are scratches and normal signs of wear indicating the use of the instrument; no discoloration was observed. Device history record (DHR) was reviewed and no discrepancies were found. It was reported the tooth was not completely loose when the instrument was used. The instructions for use (IFU) for this instrument states ¿avoid undue stress or strain when handling or cleaning instruments.¿ investigation results concluded that the reported event was due to excessive force. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.